Manufacturer narrative:
Age at time of event: mid 60's. (B)(4).

Event description:
It was reported that the catheter became stuck on the wire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, several passes were made with this device; however the catheter became locked up on the thruway guidewire. The catheter and guidwire were removed from the patient intact and access was lost. The physician stopped the procedure. There were no patient complications and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was in the device. In this case a compatible guidewire was used. The catheter shaft was checked for damage. Inspection of the catheter shaft showed that it had a kink approximately 22cm from the tip. This kink would give the indication of a guidewire sticking sensation or not moving smoothly through the guidewire lumen. The wire was removed with some restriction by product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the wire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, several passes were made with this device; however the catheter became locked up on the thruway guidewire. The catheter and guidwire were removed from the patient intact and access was lost. The physician stopped the procedure. There were no patient complications and the patient status was fine.